Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the customer has blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that a threshold suspend alarmed on the pump. The customer indicated that the sensor glucose was 80 mg/dl and blood glucose was 154 mg/dl. Troubleshooting advised customer on proper insertion and site technique. Customer was advised to return the sensor and new sensors would be shipped.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.